Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant it was reported that the patient experienced a bacterial driveline infection and was treated with drug therapy. On (B)(6) 2014 the patient was readmitted into the hospital due to sustained infection.

Manufacturer narrative:
The event occurred at (B)(6). The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.